Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer also reported blank display and failed battery alarm. Customer's blood glucose value was 51 mg/dl at the time of incident. The customer declined troubleshooting for low blood glucose. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer also stated battery compartment was neither damaged nor corroded. Display returned after pump restart. Customer's outcome pertaining to the complaint. The insulin pump will not be returned for analysis.